Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that when hanging a bag of chemotherapeutic medication, the secondary tubing separated at the lower junction of the drip chamber from the weight, then leaked. There was no patient harm.